Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was found to be contaminated with dust. The device's flow sensor assembly was cleaned to address the issue. Device has been evaluated but not serviced, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use.